Event description:
It was reported that this pacemaker undersensed the patient's intrinsic atrial fibrillation (af) and has been inappropriately storing ventricular tachycardia (vt) episodes as a result. The pacemaker also exhibited frequent low amplitudes on the atrial channel in the twelve-month trend. The device remains in use. No adverse patient effects were reported.